Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, and confirmed that malfunction code did not recur, and support advised customer to continue using pump and to call back if issue returned.